Manufacturer narrative:
Conclusion: device investigation revealed a device failure caused by fatigue breakage of the wireguard and subsequent damage of coil wires. Reportedly the temple piece of glasses sat over transition which could have contributed to the observed failure mode. The problems given in the recipient report seem to be congruent with the damage found. This is a final report.

Event description:
The user was wearing the processor and the system suddenly started functioning intermittently. The audio processor (ap) was replaced but the issue persisted. The magnet strength was increased and this did not resolve the issue. The sound will cut in and out as the user manipulates the internal device and pulls on the skin around the implant. The user has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was wearing the processor and the system suddenly started functioning intermittently. The audio processor (ap) was replaced but the issue persisted. The magnet strength was increased and this did not resolve the issue. The sound will cut in and out as the user manipulates the internal device and pulls on the skin around the implant.